Event description:
On (B)(6) 2010, terumo cardiovascular was informed that during cardiopulmonary bypass surgery, the blood was flowing forward on the venous line. It was realized that the lines were reversed and the proper correction was made. The product was not changed out, no blood loss, no pt injury and the surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the suspect device and after examination did confirm that the lines were reversed. There was no blood loss or pt injury and the surgery was completed successfully. (B)(4).